Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, irritated eyes, blocked sinuses and the appearance of lymph nodes. The patient did report to receive medical intervention and had a pet scan in 2022 and a biopsy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.